Manufacturer narrative:
The stent remains implanted in the pt and is not available for eval. The device history records were reviewed and there were no issues identified. Hyphema, iop elevation, and corneal abrasion are listed in the device labeling as known inherent risks of glaucoma stent surgery. (B)(4).

Event description:
The surgeon reported that one hour after uneventful cataract surgery with implantation of the istant in the pt's left eye, the pt presented with a large hyphema and the iop increased to 54 mmhg. The pt was taken back to the operating room for irrigation/aspiration to address the bleeding. One hour after the I/a procedure, the iop decreased to 22 mmhg. On day postoperatively, the pt presented with cell and flare and a corneal abrasion. At this visit the pt's iop was 37 mmhg and no hyphema was present. The pt was prescribed diamox. Two days postoperatively the pt presented with cells and fibrin, but no hyphema. Iop was hard to address because of the corneal abrasion, but appeared normal the pt reported that taking diamox with her other medications made her nauseous. Three days postoperatively the pt presented with hyphema (no as severe as on hour postop) and the iop was 30 mmhg. The pt was prescribed azopt and lumigan.